Manufacturer narrative:
G4:08jan2021. B4:27jan2021. The customer replaced the touchscreen to resolve the issue. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. The touchscreen was returned to the manufacturer for failure investigation analysis. Physical damaged resulted in the deep scratched on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 06jan2021

Event description:
The customer reported touch screen not working. The unit was not in use, and there was no patient or user harm reported.